Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Reported 1 false positive result for quickvue sars otc for 1 family member. The consumer communicated the result was confirmed negative by molecular (pcr testing). Consumer stated other antigen tests were reported as negative but did not specify further.